Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) did not come out when the device was used to seal the puncture site of a cerebral angiogram. The device was changed out and the same issue occurred. Manual compression was used for hemostasis. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.